Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient's blood glucose was 280 mg/dl, then 360 mg/dl, and finally 420 mg/dl an hour before the call. The patient received a no delivery alarm during a bolus attempt. The sets were changed twice but the same no delivery issue persisted. A set change finally resolved the no delivery alarm. The customer was advised to treat via bolus, and if that did not work then treat via manual insulin injection. The insulin pump was not returned for analysis.